Event description:
The account alleged the nurse call will not function from the side rails or the patient pendant. No injuries reported.

Manufacturer narrative:
The account stated that the cause was the nurse call backlighting function was not activated at the caregiver board. The account replaced the sidecom board and there was no change. The technician asked the account to try activating the nurse call function at the caregiver boards. The account did this and was able to send a nurse call, this resolved the issue.